Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation with a section of tubing (catheter tubing- non-baxter product) attached to a titanium adapter. The titanium adapter was attached to the patient adapter of the transfer set. A visual inspection with the naked eye identified a cut in the (catheter) tubing to the titanium adapter. There was no issue observed on the transfer set. Functional testing including leak, clear passage and clamp function testing were performed; leak testing noted a leak from a cut in the titanium adapter tubing. The cause of the cut in the (catheter) tubing to the titanium adapter was undetermined. There was no leak observed from the transfer set. The transfer set was found to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.